Event description:
Information received regarding the explanted device notes that during a follow-up, the patient had symptoms and noise was noted. Daily measurements showed a gradual decrease in lead impedance.